Event description:
It was reported that the patient experienced a shocking sensation. The patient stated the implantable neurostimulator (ins) "went crazy" and he experienced pain in his groin and buttock. The patient decreased stimulation. The symptoms began 3-4 days ago when the patient did yard work lifting bricks. The patient's urinary symptoms also returned, with the patient indicating he went to the bathroom 15 times the day before and also didn't make it to the bathroom in time. Follow up information received from a company representative reported the patient's ins was "low." Additional information was received from the patient that indicated he received assistance from his physician or company representative and had no further concerns with his therapy. He noted that the ins battery was going to be replaced in (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the patient was trying to use the patient programmer (pp) and saw a doctor picture and a danger sign. The patient was able to get the pp working, however, there was not a lightening bolt in the top left picture; the implantable neurostimulator (ins) was off. The patient turned the ins on and the patient saw the doctor screen with end of service (eos). The patient could not adjust stimulation. The patient had no stimulation sensation and believed his symptoms were coming back since he had a couple "accidents," which normally did not occur. The patient was scheduled for an ins replacement on july 3. His urine was tested and a bladder infection was detected. The patient went through a body scanner and was not sure if had an effect on the ins. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patients physician indicated that the battery depletion was normal. The battery was replaced on (b)(64) 2012. The patient was hospitalized for the event but recovered with no sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# j0437123v, serial#, implanted: 2004 (B)(6), explanted, product type: lead, product ID 3095-10, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product type: extension, product ID 3031a, lot#, serial# (B)(4), product type: programmer, patient. (B)(4).